Event description:
It was reported that the user experienced a low blood glucose while using the ilet on their first day and expressed frustration with device use, with the user unable to provide a glucose value; troubleshooting and education were provided, and additional training was offered. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment and no alerts or alarms reported. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device malfunction identified and user difficulty with operation. It was concluded that the cause of the hypoglycemia was unclear and that additional user training would be appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.